Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the no foam bottle in the unicel dxc 600 pro synchron clinical system was leaking from the y tubing. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and replaced the y fitting and secured the no foam bottle to the hydropneumatic system. Repair was verified per established procedures. (B)(4).